Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator failed pressure transducer test during pre-use check. The pressure transducer printed circuit board (pcb) was found defective and need to be replaced. The conclusion was that the internal leakage test failure was due to damaged transducer printed circuit board (pcb). The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).